Event description:
Unomedical discovered a fault with the packaging machine, multivac. We found that 1 out of every 6 peel pouches had a possible defect in the seal. Single use devices packaged on this machine are destined for sterilization. We believed the defect questioned the integrity of the sterile device. We fully appreciate the seriousness of such an occurrence, and have taken appropriate actions, and continue to monitor our processes.

Manufacturer narrative:
This report is related to report 8021950-2007-00001. In 2006, a packaging defect was noticed by our engineer during machine maintenance. The 'multivac' machine manufactures and packs single use securement devices (tape adhesive destined for sterilization). The mulitvac machine consists of six and 12 cavity tool. The issue we had concerned the 6 cavity tool. We found that 1 out of every 6 peel pouches had a possible defect in the seal. Through our investigation we found one cavity to be at fault. However, at that point we were not able to identify the pouches produced by the defect cavity. From visual examination of archive samples, we were able to determine the defect occurred during 2005 to 2006. We felt this defect could question the integrity of the sterile devices. Although we had not experience an increase in customer complaints, a recall of devices manufactured during this period was performed. Recall commenced in february 2007 and was finalized in august 2007. Corrective action. Our initial action was to repair cavity tool, since then we have introduced a total tool change. To combat the issues of identification in case of recurrence regarding cavities 1 - 12, we implemented a numbering system. Every pounch manufactured now identifies the cavity it has been produced by. I.e. A number 1 - 6 from the six cavity tool will appear on the pouch and the same for the twevle cavity tool. Check sheet regarding the packing process. Burst testing is performed on retained samples prior to product being dispatched. 2 year shelf life. Add'l model # 685me and add'l catalog # 685me.